Event description:
Information was received from a healthcare provider regarding a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was reported that the patient had a lead implanted in the s3 foramen for a period test. When the patient came back for an evaluation, the handset displayed "high impedances" (over 4000 ohms) so the stimulation was impossible to activate. The patient reported they had not fallen, and nothing special was described to explain why the therapy could not be activated again. The doctor ordered an x-ray of the sacrum, which showed the electrode was severed above pin no. 3, in the bone, in the sacrum. The doctor would plan a new surgery to explant the lead. The issue was not resolved. Additional information was received from the manufacturer representative (rep) on (B)(6) 2026. The rep reported that they didn't yet know if the surgery had been scheduled to explant the lead. It was unknown if the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va36ww6 implanted: (B)(6) 2026 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 12-aug-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.